Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, the information has not been provided. Additional follow-up will be performed to obtain information. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced allergic reaction while using tap I device. The patient experienced a reaction around the tip of the tongue where it has contacted with the device's metal bar.

Manufacturer narrative:
The actual device was not returned for investigation and analysis. Good faith effort was made to contact the doctor to obtain additional information regarding the reaction and the device. To date, we have not received a response. The device was manufactured per patient's custom prescription (rx), it was also customized per doctor's orders. The lot number of the device's material was reviewed and no non-conformances were found. Testing was completed on a thermoformed device, similar to the suspect product. A series of biocompatibility test were performed and it was found that the sleep device materials were biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation, found in any of the test articles. There were no issues found with the test articles. This reported incident is a singled out event, that the firm has received for this device model. The incident is being monitored, tracked, and trended.